Event description:
Customer's father reported hospitalization due to flu-like symptoms. Caller stated that the hospitalization was not related to the insulin pump. Caller requested that sensors are replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.